Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2101 mayfield ultra base unit was missing the pin in the handle and would not lock. There was no known patient injury or surgery delay.

Manufacturer narrative:
(B)(4). Product was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The device passed all required dimension check and inspection points with no associated mrr¿s, variances or rework. The investigation of the returned device confirmed the reported complaint and with respect to the complaint, it was confirmed that the returned unit did not meet all specific functional test. The base handle was missing the cam support pin that holds the cam rod in place. Unit received without the 6in transitional member and the shock cushion was worn and adjustment wrench was missing. The observed condition was likely caused by wear and tear /improperly handling of the device. The definite root cause cannot be reliably determined.

Event description:
N/a.